Manufacturer narrative:
Date of event: date of event estimated since unknown.

Event description:
It was reported via social media that a perforation occurred. A left atrial appendage (laa) closure procedure was performed. During the procedure, the patient's heart was punctured and open heart surgery was performed. The patient was in the hospital for seven days.